Event description:
Patient had an incontinence moment today for the 1st time since implant. It was reviewed that they could increase stim if they wanted to and patient opted not to during the call. Patient increased stim every 4-5 months. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.